Event description:
It was reported to gore that during a gastric bypass procedure, the physician oversewed the staple line after the string of the gore seamguard bioabsorbable staple line reinforcement got caught in the stapler and broke, preventing the staple line from forming completely. Subsequently, the patient developed a leak at the staple line 7 days later, requiring reoperation. The reoperation to repair the leak was successful, and the patient is reported to be ok.

Manufacturer narrative:
Device was not returned for evaluation. Lot number information was not provided, therefore a review of quality records could not be performed. The device remains implanted, therefore, a direct product analysis could not be performed. Based on the available information, we are unable to determine a root cause. The potential for suture breakage is addressed in the instructions for use stating, "make sure that the polyester suture material is not inside the jaws of the stapler." All available information has been placed on file for use in tracking, trending and follow-up.